Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is unable to increase stimulation. Diagnostics revealed all contacts have high impedances. Images taken showed no anomalies. Surgical intervention is planned to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference report #1627487-2017-01067. Note: patient received two extensions from the same lot number. It was reported the patient underwent surgery where the extensions were explanted and replaced. The system was programmed which provided effective stimulation and the issue was resolved. Patient's extensions were added to the report see device 2.